Manufacturer narrative:
Medical device problem code (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the clip did not respond to the opening and closing of the handle and the clip arms did not open correctly. It was noted that the device was passed down using duodenoscope. The elevator was being manipulated to reduce the chance of interaction with clip deployment but did not seem to help. The clip was aborted due to it was not actually being deployed when it was supposed to. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.